Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized, was jammed and heavy moving. Therefore, the reported condition was confirmed. It was further determined that the motor was blocked. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after the reprocessing process, it was observed that the power drive device had an unspecified malfunction and did not pass the pre-test. During in-house engineering evaluation, it was observed that the motor seized, was jammed, blocked and heavy moving. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.